Manufacturer narrative:
After receiving this complaint, we searched for other complaint, and we didn't find other complaint regarding the lot number 9199384. The product reference ab6a241002 lot number 9385383 was packaged in september 2023 for (B)(4) pieces. The expiry date is september 2028. The product reference ab6a241002 lot number 9385383 was made by an intermediate product reference (B)(4) lot number 9199384. With the picture attached, we can see the hair in the first pouch "waffle sheath". The catheter is packaged in this sheath by our tunisian subcontractor which was informed about this issue. Our subcontractor has re-sensitized production operators about "hair presence" in november 2024 and about good manufacturing practice in may 2024 checking quality database revealed no anomaly in relation to the described problem.

Event description:
According to the available information, there was a hair in the sterile packaging of the catheter.

Event description:
According to the available information, there was a hair in the sterile packaging of the catheter.